Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, it was reported that the wake button was delayed in responding to touch. Reportedly, the customer applied more force to the button to resolve the issue. Customer¿s blood glucose level was 165 mg/dl.